Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned rad-g was evaluated. The device was received in "spot check" mode. By design, the device will automatically power off after a minute of inactivity. When the device was changed to "continuous" mode during testing, the device remained on and the reported issue was not observed.

Event description:
The customer reported the rad-g shut off randomly. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the rad-g shut off randomly. There was no patient impact or consequence reported.